Event description:
It was reported that during an unknown procedure the staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Swing tab detached/missing. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload had the 5 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process